Event description:
It was reported that the surgeon implanted a 13.2 mm micl 13.2 implantable collamer lens in 2006. The icl decentered in the pt's eye and was removed at a later date. The pt was experiencing halos at night. Add'l info has been requested from the facility, but none has been forthcoming. If add'l info does become available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: method (other):- lens work order search. Results - (other): a lens work order search was performed and no similar complaint was found.